Event description:
It was reported the device exhibited ana alarm for ¿air in tubing¿ even after repeated purging. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the air sensor was found to be malfunctioning and also error code 46876 occurred. The root cause was determined to be a faulty air sensor. The air sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.